Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalization due to diabetic ketoacidosis. Blood glucose values were not reported. A review of the insulin pump settings was completed and the insulin pump was programmed correctly. No other troubleshooting was performed as customer was not feeling well. No other info was provided.